Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. She said that she woke up and her blood glucose was 512 mg/dl. She treated with 10 units of insulin with a syringe and changed her pump site. Then two hours later, her blood glucose was still over 400 and she gave a bolus and checked every half hour. Her last and current blood glucose was 306 mg/dl. The customer stated that she felt nauseated, abdominal pain and a dry mouth. She said that she felt okay to troubleshoot. Troubleshooting for high blood glucose was performed. She removed the infusion set and stated that it was straight but actively bleeding. The customer declined to continue troubleshooting for high blood glucose and said that she would monitor her blood glucose. During troubleshooting for site issues, she was advised to apply firm pressure until bleeding stops. The insulin pump will not be returning for analysis.